Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the device failed to discharge. This was noted during testing and therefore there was no patient involvement.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device failed to discharge. The issue was clarified informing philips the device was able to discharge but sparked within the paddle tray when doing so. This was noted during testing and therefore there was no patient involvement.